Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional cds device referenced are filed under separate medwatch report number.

Event description:
This is being filed to report the clip was damaged by another device and detached from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The steerable guide catheter was inserted and the clip delivery system (cds) (10924r501) was advanced to the mitral valve. The posterior mitral leaflet was thin and visualization of the clip was poor due to patient anatomy, making grasping difficult. The leaflets were able to be grasped and the clip was deployed. To further reduce the lateral jet, a second clip (10924r501) was placed on the valve. However, when the second clip was closed the first clip detached from the posterior mitral leaflet and remained attached to the anterior mitral leaflet (slda). It is suspected the second clip slightly came in contact with the first clip, resulting in slda. Mr was reduced 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incident reported from the lot. Based on available information, the reported device damaged by another device appears to be related to procedural circumstances. Additionally, reported single leaflet device attachment (slda) is a cascading event of reported device damage by another device (contact between the clip). The reported difficulty grasping issue appear to be due to a combination of challenging patient anatomy and poor imaging. Poor imaging was due to challenging patient anatomy. There is no indication of product issue with respect to manufacture, design or labeling.